Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of an adult (>=18y & <65y) female plaintiff in united states on 04-aug-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period had been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, excessive hair loss, excessive rashes, and excessive weight gain. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms and from her physicians, but was unable to resolve her symptoms. On (B)(6) 2015 plaintiff underwent a hysterectomy to have the essure coils removed. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she had otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain/ increasingly severe pain. She underwent a hysterectomy to have the essure coils removed, approximately 3 years after insertion. This event is listed in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, limited information was provided. Consumer's medical history and concomitant conditions were not mentioned. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain'), abdominal pain lower ('severe and persistent lower abdominal pain/ severe cramping'), endometrial ablation ('endometrial ablation') and depression suicidal ('suicide thought') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test" and treatment noncompliance "did you use birth control or contraception at any time following your essure placement procedure". The patient's medical history included multigravida, parity 3 (B)(6) 2002), (B)(6) 2010, (B)(6) 2012, hypertension, postpartum depression, menorrhagia, tiredness, bloating and parity (B)(6) 2010 & (B)(6) 2012. Concurrent conditions included lumbar disc disease, arthritis, drug hypersensitivity, lumbar spondylosis, abdominal pain, renal pelvic calcification, renal pelvic calcification, luteal cyst of ovary, dysmenorrhea, depression, vaginal discharge, menstrual disorder, biopsy uterus, dizziness, genital bleeding and suprapubic pain. Family history included heart disorder and diabetes. Concomitant products included venlafaxine from 2012 to 2015 for antidepressant therapy, lisinopril since 2012 for blood pressure high, amitriptyline since 2012 and fluoxetine from 2012 to 2015 for depression, tizanidine from 2012 to 2015 for muscle relaxant, tramadol from 2012 to 2015 for pain management as well as cefixime (flexeril), dexamethasone (maxidex), diclofenac, ergocalciferol (vitamin d2), medroxyprogesterone acetate (depo provera) and metoprolol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abnormal weight gain ("excessive weight gain"), depression ("depression") and mood swings ("mood wings"). In (B)(6) 2012, the patient experienced alopecia ("excessive hair loss") and dyspareunia ("painful intercourse"). In (B)(6) 2013, the patient experienced restless legs syndrome ("restless leg syndrome"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("on the left side, the essure coil was seen to be coming out into the cavity"), depression suicidal (seriousness criterion medically significant), pelvic discomfort ("increasingly discomfort"), back pain ("chronic back pain/ lower back pain"), rash ("excessive rashes/ rashes all over my body"), swelling ("swelling\ generalized swelling"), the first episode of allergy to metals ("allergic to nickel \ had allergic reaction to the nickel."), investigation noncompliance ("did you undergo an essure confirmation test? No"), mobility decreased ("I was not able to move due to the essure symptoms"), dysstasia ("I was not able to stand up due to the essure symptoms"), abdominal pain ("abdominal pain"), urticaria ("hives"), pain in extremity ("stabbing pains that would go down to my legs. There were times I would fall down because the pains was so bad") and the second episode of allergy to metals ("I blew up like a balloon , had allergic reaction to nickel ") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation, bilateral salpingectomy, robotic assisted total hysterectomy and bilateral salpingectomy,robotic assisted total hysterectomy.). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, endometrial ablation, depression suicidal, pelvic discomfort, back pain, rash, abnormal weight gain, dyspareunia, depression, restless legs syndrome, investigation noncompliance, mobility decreased, dysstasia, abdominal pain, pain in extremity and the last episode of allergy to metals outcome was unknown, the abdominal pain lower, swelling and urticaria had resolved and the alopecia and mood swings was resolving. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, depression, depression suicidal, device expulsion, dyspareunia, dysstasia, endometrial ablation, investigation noncompliance, mobility decreased, mood swings, pain in extremity, pelvic discomfort, pelvic pain, rash, restless legs syndrome, swelling, urticaria, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: hysteroscope was removed. On completion of the ablation, the device was removed. She had bilateral salpingectomy in (B)(6) 2015 & she had hysterectomy in (B)(6) 2015. Discrepancy noted in essure removal details : (B)(6) 2014 (as per mr). Date of insertion: (B)(6) 2012 (as per pif). Date of removal: (B)(6) 2015 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: results: coils were properly placed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, abdominal pain lower, dyspareunia, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain'), abdominal pain lower ('severe and persistent lower abdominal pain/ severe cramping'), endometrial ablation ('endometrial ablation') and depression suicidal ('suicide thought') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test" and treatment noncompliance "did you use birth control or contraception at any time following your essure placement procedure". The patient's medical history included multigravida, parity 3 (B)(6) 2002), (B)(6) 2010), (B)(6) 2012)), hypertension, postpartum depression, menorrhagia, tiredness, bloating and parity (B)(6) 2010 & (B)(6) 2012). Concurrent conditions included lumbar disc disease, arthritis, drug hypersensitivity, lumbar spondylosis, abdominal pain, renal pelvic calcification, renal pelvic calcification, luteal cyst of ovary, dysmenorrhea, depression, vaginal discharge, menstrual disorder, biopsy uterus, dizziness, genital bleeding and suprapubic pain. Family history included heart disorder and diabetes. Concomitant products included venlafaxine from 2012 to 2015 for antidepressant therapy, lisinopril since 2012 for blood pressure high, amitriptyline since 2012 and fluoxetine from 2012 to 2015 for depression, tizanidine from 2012 to 2015 for muscle relaxant, tramadol from 2012 to 2015 for pain management as well as cefixime (flexeril), dexamethasone (maxidex), diclofenac, ergocalciferol (vitamin d2), medroxyprogesterone acetate (depo provera) and metoprolol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abnormal weight gain ("excessive weight gain"), depression ("depression") and mood swings ("mood wings"). In (B)(6) 2012, the patient experienced alopecia ("excessive hair loss") and dyspareunia ("painful intercourse"). In (B)(6) 2013, the patient experienced restless legs syndrome ("restless leg syndrome"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("on the left side, the essure coil was seen to be coming out into the cavity"), depression suicidal (seriousness criterion medically significant), pelvic discomfort ("increasingly discomfort"), back pain ("chronic back pain/ lower back pain"), rash ("excessive rashes/ rashes all over my body"), swelling ("swelling\ generalized swelling"), the first episode of allergy to metals ("allergic to nickel \ had allergic reaction to the nickel."), investigation noncompliance ("did you undergo an essure confirmation test? No"), mobility decreased ("I was not able to move due to the essure symptoms"), dysstasia ("I was not able to stand up due to the essure symptoms"), abdominal pain ("abdominal pain"), urticaria ("hives"), pain in extremity ("stabbing pains that would go down to my legs. There were times I would fall down because the pains was so bad") and the second episode of allergy to metals ("I blew up like a balloon , had allergic reaction to nickel ") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation, bilateral salpingectomy,robotic assisted total hysterectomy and bilateral salpingectomy,robotic assisted total hysterectomy.). Essure was removed in december 2015. At the time of the report, the pelvic pain, device expulsion, endometrial ablation, depression suicidal, pelvic discomfort, back pain, rash, abnormal weight gain, dyspareunia, depression, restless legs syndrome, investigation noncompliance, mobility decreased, dysstasia, abdominal pain, pain in extremity and the last episode of allergy to metals outcome was unknown, the abdominal pain lower, swelling and urticaria had resolved and the alopecia and mood swings was resolving. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, depression, depression suicidal, device expulsion, dyspareunia, dysstasia, endometrial ablation, investigation noncompliance, mobility decreased, mood swings, pain in extremity, pelvic discomfort, pelvic pain, rash, restless legs syndrome, swelling, urticaria, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: hysteroscope was removed. On completion of the ablation, the device was removed. She had bilateral salpingectomy in (B)(6) 2015 & she had hysterectomy in (B)(6) 2015. Discrepancy noted in essure removal details : (B)(6) 2014 (as per mr). Date of insertion: (B)(6) 2012 (as per pif). Date of removal: (B)(6) 2015 (as per pif) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: results: coils were properly placed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, abdominal pain lower, dyspareunia, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided . Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received : event "on the left side, the essure coil was seen to be coming out into the cavity." Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ increasingly severe pain") and abdominal pain lower ("severe and persistent lower abdominal pain/ severe cramping") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (((B)(6) 2002), ((B)(6) 2010), ((B)(6) 2012)). Concomitant products included venlafaxine in 2012 for antidepressant therapy, lisinopril in 2012 for blood pressure high, amitriptyline in 2012 and fluoxetine in 2012 for depression, tizanidine in 2012 for muscle relaxant and tramadol in 2012 for pain management. In (B)(6) 2008, 1400 days before insertion of essure, the patient experienced swelling ("swelling"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abnormal weight gain ("excessive weight gain"), depression ("depression") and mood swings ("mood wings"). In (B)(6) 2012, the patient experienced alopecia ("excessive hair loss") and dyspareunia ("painful intercourse"). In (B)(6) 2013, the patient experienced restless legs syndrome ("restless leg syndrome"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), back pain ("chronic back pain/ lower back pain"), rash ("excessive rashes/ rashes all over my body"), allergy to metals ("allergic to nickel"), investigation noncompliance ("did you undergo an essure confirmation test? No") and treatment noncompliance ("did you use birth control or contraception at any time following your essure placement procedure"). The patient was treated with surgery (she underwent tubal ligation and hysterectomy) and surgery (she underwent tubal ligation and hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, pelvic discomfort, back pain, rash, abnormal weight gain, dyspareunia, depression, swelling, restless legs syndrome, allergy to metals, investigation noncompliance and treatment noncompliance outcome was unknown and the alopecia and mood swings was resolving. The reporter considered abdominal pain lower, abnormal weight gain, allergy to metals, alopecia, back pain, depression, dyspareunia, investigation noncompliance, mood swings, pelvic discomfort, pelvic pain, rash, restless legs syndrome, swelling and treatment noncompliance to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided most recent follow-up information incorporated above includes: on 4-dec-2017: new reporters added. Patients demographics added.historical conditions added.concomitant drugs added. New events added: painful intercourse, depression, mood wings, swelling, restless leg syndrome, allergic to nickel, did you undergo an essure confirmation test? No, did you use birth control or contraception at any time following your essure placement procedure: no. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ increasingly severe pain") and abdominal pain lower ("severe and persistent lower abdominal pain/ severe cramping") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did you use birth control or contraception at any time following your essure placement procedure" and medical device monitoring error "plaintiff did not undergo any confirmation test". The patient's past medical history included multigravida, parity 3 (((B)(6) 2002), ((B)(6) 2010), ((B)(6) 2012)), hypertension and postpartum depression. Concurrent conditions included discopathy, arthritis, drug hypersensitivity, lumbar spondylosis, abdominal pain, ureteral calculus, unilateral renal calculus and luteal cyst of ovary. Family history included heart disorder and diabetes. Concomitant products included venlafaxine from 2012 to 2015 for antidepressant therapy, lisinopril since 2012 for blood pressure high, amitriptyline since 2012 and fluoxetine from 2012 to 2015 for depression, tizanidine from 2012 to 2015 for muscle relaxant and tramadol from 2012 to 2015 for pain management. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abnormal weight gain ("excessive weight gain"), depression ("depression") and mood swings ("mood wings"). In (B)(6) 2012, the patient experienced alopecia ("excessive hair loss") and dyspareunia ("painful intercourse"). In (B)(6) 2013, the patient experienced restless legs syndrome ("restless leg syndrome"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), back pain ("chronic back pain/ lower back pain"), rash generalised ("excessive rashes/ rashes all over my body"), swelling ("swelling"), allergy to metals ("allergic to nickel"), investigation noncompliance ("did you undergo an essure confirmation test? No"), mobility decreased ("I was not able to move due to the essure symptoms") and dysstasia ("I was not able to stand up due to the essure symptoms"). The patient was treated with surgery (she underwent tubal ligation and hysterectomy) and surgery (she underwent tubal ligation and hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, pelvic discomfort, back pain, rash generalised, abnormal weight gain, dyspareunia, depression, swelling, restless legs syndrome, allergy to metals, investigation noncompliance, mobility decreased and dysstasia outcome was unknown and the alopecia and mood swings was resolving. The reporter considered abdominal pain lower, abnormal weight gain, allergy to metals, alopecia, back pain, depression, dyspareunia, dysstasia, investigation noncompliance, mobility decreased, mood swings, pelvic discomfort, pelvic pain, rash generalised, restless legs syndrome and swelling to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, abdominal pain lower, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided most recent follow-up information incorporated above includes: on 30-oct-2018: pfs and mr received: reporters added. Events: device monitoring error added, dysstasia, mobility decreased were added. Concomitant and historical conditions added. Family history was added. Auto-narrative supplement added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ increasingly severe pain"), abdominal pain lower ("severe and persistent lower abdominal pain/ severe cramping"), endometrial ablation ("endometrial ablation") and depression suicidal ("suicide thought") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did you use birth control or contraception at any time following your essure placement procedure" and device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included multigravida, parity 3 (((B)(6) 2002), ((B)(6) 2010), ((B)(6)2012)), hypertension, postpartum depression, menorrhagia, tiredness, bloating and normal delivery (live child) ((B)(6) 2010 & (B)(6) 2012). Concurrent conditions included lumbar disc disease, arthritis, drug hypersensitivity, lumbar spondylosis, abdominal pain, renal pelvic calcification, renal pelvic calcification, luteal cyst of ovary, dysmenorrhea, depression, vaginal discharge, menstrual disorder, biopsy uterus, dizziness, genital bleeding and suprapubic pain. Family history included heart disorder and diabetes. Concomitant products included venlafaxine from 2012 to 2015 for antidepressant therapy, lisinopril since 2012 for blood pressure high, amitriptyline since 2012 and fluoxetine from 2012 to 2015 for depression, tizanidine from 2012 to 2015 for muscle relaxant, tramadol from 2012 to 2015 for pain management as well as cefixime (flexeril), dexamethasone, diclofenac, ergocalciferol (vitamin d2), medroxyprogesterone acetate (depo provera) and metoprolol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abnormal weight gain ("excessive weight gain"), depression ("depression") and mood swings ("mood wings"). In (B)(6) 2012, the patient experienced alopecia ("excessive hair loss") and dyspareunia ("painful intercourse"). In (B)(6) 2013, the patient experienced restless legs syndrome ("restless leg syndrome"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant), pelvic discomfort ("increasingly discomfort"), back pain ("chronic back pain/ lower back pain"), rash generalised ("excessive rashes/ rashes all over my body"), swelling ("swelling\ generalized swelling"), the first episode of allergy to metals ("allergic to nickel \ had allergic reaction to the nickel."), investigation noncompliance ("did you undergo an essure confirmation test? No"), mobility decreased ("I was not able to move due to the essure symptoms"), dysstasia ("I was not able to stand up due to the essure symptoms"), abdominal pain ("abdominal pain"), urticaria ("hives"), pain in extremity ("stabbing pains that would go down to my legs. There were times I would fall down because the pains was so bad") and the second episode of allergy to metals ("I blew up like a balloon , had allergic reaction to nickel ") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation, bilateral salpingectomy,robotic assisted total hysterectomy and bilateral salpingectomy,robotic assisted total hysterectomy.). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, endometrial ablation, depression suicidal, pelvic discomfort, back pain, rash generalised, abnormal weight gain, dyspareunia, depression, restless legs syndrome, investigation noncompliance, mobility decreased, dysstasia, abdominal pain, pain in extremity and the last episode of allergy to metals outcome was unknown, the abdominal pain lower, swelling and urticaria had resolved and the alopecia and mood swings was resolving. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, depression, depression suicidal, dyspareunia, dysstasia, endometrial ablation, investigation noncompliance, mobility decreased, mood swings, pain in extremity, pelvic discomfort, pelvic pain, rash generalised, restless legs syndrome, swelling, urticaria, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: hysteroscope was removed. On completion of the ablation, the device was removed. She had bilateral salpingectomy in (B)(6) 2015 & she had hysterectomy in (B)(6) 2015. Discrepancy noted in essure removal details : (B)(6) 2014 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: results: coils were properly placed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, abdominal pain lower, dyspareunia, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided most recent follow-up information incorporated above includes: on 22-feb-2019: pfs received: events- hives, abdominal pain , suicidal thought, leg pain , nickel allergy were added. Concomitant conditions & drugs were added. Outcome was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 28-sep-2016 - quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no (B)(6) can be provided. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain/ increasingly severe pain. She underwent a hysterectomy to have the essure coils removed, approximately 3 years after insertion. This event is listed in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, limited information was provided. Consumer's medical history and concomitant conditions were not mentioned. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.